Event description:
When phaco tip was inserted throuugh incision, immediately upon depressing foot pedal the cornea overlying the phaco sleeve opacified suggesting a thermal injury. Phaco was stopped immediately. Machine measured 0.1 minute of ultrasound time. Pt underwent extracapsular extraction.